Manufacturer narrative:
MDR is being submitted as a result of a retrospective complaint review. Should additional information become available a supplemental record will be filed. Broken weld bottom rear.

Event description:
Dealer states the weld broke at the highest position axles where the rear wheels attach to the side frame.